Manufacturer narrative:
The device was received and evaluated. No kinks were observed on the exposed portion of the soft cannula during investigation. The data downloaded from the device did not show any timeouts or drive stalls during the run. Device ran for 3613 pulses.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent. The patient's blood glucose (bg) rose to 24.8 mmol/l (446.4 mg/dl). In order to treat the high bg, a new pod was applied and a bolus was administered using an insulin pen. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours.